Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a separation of tip core, or solder occurred. The separation may have occurred due to a prolapse of the wire; a torque if the tip becomes entrapped, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from yes to no

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous right coronary artery. During removal of the ht 014 bmw hydro guide wire, the tip separated and was left in the anatomy. During withdrawal of an unspecified balloon, the tip was removed simultaneously without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous right coronary artery. During removal of the ht 014 bmw hydro guide wire, the tip separated and was left in the anatomy. During withdrawal of an unspecified balloon, the tip was removed simultaneously without issue. No additional information was provided.